Event description:
During a rotator cuff repair procedure, first anchor crumbled and 2nd anchor broke during insertion. The anchors were removed with a bone nibbler. Surgeon used a back-up device to complete the procedure. No additional info is available at this time.